Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer's blood glucose was 140 mg/dl. The customer stated the alarm was resolved by an infusion set change. Customer declined to return their infusion set and reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.